Event description:
The customer's wife reported that the customer was hospitalized due to hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the prime test. Another infusion set was not available to retry the prime test. The customer's wife stated that she would call back to complete troubleshooting once another infusion set was available. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.